Event description:
It was reported that the device was explanted after an implant duration of approximately 30.1 months. On 04/29/2010 (through follow-up with the health-care provider), the operative report was received. Through the op report, it was learned that the device was explanted due to mitral insufficiency.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), the operative report was received on 04/29/2010. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.